Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the spo2 measurement was inaccurately high. The patient developed apnea and cardiac arrest; however, the spo2 value was still higher. Additional information was received; however, there was no additional information related to the clinical sequence of events and patient outcome were not provided.